Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: dtmb1qq ICD; 429878 lead; 6935m55 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an appropriate shock by the cardiac resynchronization therapy defibrillator (crt-d) due to ventricular fibrillation (vf), however, no episode data was included in the remote download. It was noted that the vf episode was referenced in the list of episodes by type, under quick-look but was not found in the episode list. It was also noted that an in-person interrogation was done in the emergency room with the patient, which also yielded no episode data. The device is still in use. No patient complications have been reported as a result of this event.